Manufacturer narrative:
This report is submitted on june 28, 2019.

Event description:
Per the clinic, during middle ear surgery for a cholesteatoma (not related to the implant), the clinic suspected that the implant was damaged as they could not obtain neural response telemetry (nrt) responses which were present prior to the surgery. The device was explanted. It is unknown if the patient was re-implanted with another device.

Manufacturer narrative:
Device analysis indicates a device failure. This report is submitted september 04, 2019. - attachment: [148239 device analysis report.pdf]